Event description:
It was reported the pt was not receiving effective stimulation. An sjm rep met with the pt and multiple reprogramming attempts were unable to resolve the issue. The pt underwent revision surgery on (B)(6) 2012 where his lead was replaced with a new one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.